Event description:
During follow-up, there were episodes of oversensing and loss of capture due to dislodgement of the right ventricular (rv) lead. Upon further investigation, there was also a perforation noted on the right ventricle and confirmed with both x-ray and echocardiogram imaging. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
Additional information: the lead was returned for dislodgement and perforation. The other reported events of oversensing, loss of capture were not confirmed. As received, a complete lead was returned in one piece with helix retracted and clogged with blood/tissue. After cleaning, the helix could be extended and retracted by applying torque to the connector pin. The full helix extension was within specification. Tip stiffness test was performed and results were within specification. The electrical testing did not find any indication of conductor fractures or internal shorts. The visual inspection of the lead did not find any anomalies.